Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. Technical services discussed some testing options. There were no additional adverse patient effects.